Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead dislodged multiple times and exhibited slightly high impedance measurements ranging from 1200 to 1300 ohms during repositioning. The physician was eventually able to successfully implant the ra lead and prior to pocket closure and it remains in service. No adverse patient effects were reported.